Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.